Event description:
It was reported that the patient with this right ventricular (rv) lead reported feeling that a wire near the implanted device was pulling, causing significant tenderness and pain. Technical services (ts) referred the patient to a physician for further evaluation. To date, this rv lead remains in service. No adverse patient effects were reported.